Manufacturer narrative:
D10, h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the reported two months post revision the patient had a second revision due to dislocation and instability. The operative reported noted removal of the femoral head and cup, replaced with a r3 size 64 cup and 44+8 femoral head and polyethylene insert. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. With the limited information provided the clinical root cause of the reported instability, and dislocation with subsequent revision cannot be confirmed. The patient impact beyond the reported events cannot be determined with the information provided. No further clinical assessment is warranted at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for or3o dual mobility system reveled in precautions that postoperative instability (i.e., dislocation) is a leading complication associated with revision surgery and may result in additional surgery. Besides, patients should be warned against unassisted activity, particularly use of toilet facilities and other activities requiring excessive motion of the hip, as they may result in subluxation or dislocation. Additionally, a review of the instructions for use documents for total hip systems reveals for postoperative warnings and precautions highlight the need of warning patients against unassisted activity, particularly use of toilet facilities and other activities that require excessive motion of the hip, as they may result in subluxation or dislocation. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, plaintiff underwent a second revision surgery on the left hip on (B)(6) 2022 due to dislocation and instability. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).